Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify low battery alarms due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Pump also received with faded serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent was reported via phone call that his insulin pump had received an open book image on the screen. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump stopped working and was beeping with a picture of the insulin pump and a manual on the screen. The customer also received a low battery alert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. He was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.